Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose. The customer reported delivering too much insulin, causing low blood glucose. The customer's blood glucose was 104 mg/dl. The customer stated they received 20 units of active insulin. Customer has treated with juice and carbohydrates for their blood glucose. The customer also reported a high blood glucose of 450 mg/dl a few hours prior. Troubleshooting was not performed on the insulin pump. The insulin pump will not be returned for analysis. Frn- model unknown ¿ reservoir.